Event description:
In 2009, the pt's mother reported the pt had an elevated blood glucose of 473 mg/dl at 5am which she treated by bolusing 25 units of insulin. The pt's reading decreased to 343 mg/dl but later elevated to 444 mg/dl. She bolused another 25 units of insulin and the pt's reading is currently over 500 mg/dl. She stated the pt was bolusing via her insulin infusion device when she received an occlusion message after .4 units were delivered. The pt is currently disconnected from her device. To troubleshoot, the pt's mother was instructed to prime and she received an occlusion error. She was then instructed to disconnect the tubing and prime which she did without error. She was advised to change the tubing but she said she did not have any more. The mother stated she was taking the pt to the hospital now. Courtesy infusion sets were sent. On follow up five days later, the mother said she took the pt to the hospital on original date, as she did not have any supplies. The pt was given an IV, insulin injections and antibiotics. She was diagnosed with a non-diabetes related infection. The mother stated she received the courtesy supplies two days later, and the pt was placed back on pump therapy and discharged from the hospital. The pt is currently doing well and is back within her normal blood glucose range. Product was replaced and requested to be returned for evaluation.